Manufacturer narrative:
On 07/13/2007: initial report sent to FDA.

Event description:
According to the rptr, the pt was brought back into the or with symptoms of a leak. Upon examination, an anastomotic leak was confirmed. Procedure lap sigmoid colectomy.